Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high tpuc3 total protein urine/csf gen.3 result for one patient urine sample. The initial result was 166 mg/l and the repeat result in another laboratory was 31 mg/l. Information concerning if the erroneous result was reported outside the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. The customer ran a precision check, calibration, and internal and external qc which were acceptable.

Manufacturer narrative:
The field service representative performed preventative maintenance and decontaminated the analyzer. The rinse level was found to be less than half the required level after decontamination. The field service representative replaced the pressure gauge, gear pump head, regulator, and valves. He noted the rinse levels then improved and performed cell blank measurement, photometer checks, and an ise check which were all acceptable. Further investigation could not determine a specific root cause. No further issues were reported after the service visit.

Manufacturer narrative:
Date of event was updated. Additional information was provided about the complaint. A high urine protein result for one sample caused concern with who that laboratory compared with other laboratories. Samples were sent for comparison testing and the one sample previously reported was part of this. Precision testing was performed and previously tested proficiency sample were retested. Additional comparisons were performed and no other issues were noted.